Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pain in hip, vaginal discomfort, bleeding breakthrough, genital bleeding, endometriosis and chronic pain. Failure to visualize the ostia, failure to successfully place the essure device, need for laparoscopic tubal ligation. Previously administered products included for birth control: depo provera. Concurrent conditions included irritable bowel syndrome, breast prosthesis implantation, abdominal pain lower, vulvovaginal disorder, proteinuria, hematuria, painful periods, kidney stones, vaginal burning sensation, uti, vaginal itching, vaginal discharge, breast pain, breast mass and bladder pain. Concomitant products included ethinylestradiol;norethisterone (neocon) since 2012 for antifungal treatment, linaclotide (linzess) from 2012 to 2016 for irritable bowel syndrome, tizanidine hydrochloride (zanaflex) since 2016 for muscle spasm, duloxetine hydrochloride (cymbalta) from 2012 to 2016 for nerve pain, gabapentin since 2016 for pain as well as clonazepam since 2016, ibuprofen (motrin) and loratadine, pseudoephedrine sulfate (claritin-d allergy) since 2000. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain/ abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2012, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety/depression") and depression ("psychological or psychiatric problems condition: anxiety/depression"). In (B)(6) 2012, the patient experienced nausea ("nausea"). In 2012, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal), type: vaginal"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). In (B)(6) 2013, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (partial) with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia, vaginal infection, anxiety, depression, migraine, headache, nausea, tooth disorder, dyspareunia and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in removal date : (B)(6) 2016. In the content of communication the plantiff mentions that healthcare provider stated she left part of the essure because it looked ok. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Tubes were blocked.. Pregnancy test - on (B)(6) 2012: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : pelvic pain, dyspareunia, dysmenorrhoea, menorrhagia. Most recent follow-up information incorporated above includes: on 25-jun-2019: plaintiff fact sheet and medical records received : events added- vaginal haemorrhage, menorrhagia, vaginal infection, anxiety, depression, migraine, headache, nausea, tooth disorder, dysmenorrhea, dyspareunia, alopecia, abdominal pain. Event onset dates updated. Essure insertion and removal date updated. Concomitant and historical products added. Lab details added. Patient¿s medical history and concurrent conditions added. Reporter information, patient details, product indication updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.